Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Per the provided clinical information, the root cause of the infection issue was not determined since product was not returned and insufficient clinical information provided.

Event description:
The complaint reported an 87-year-old male noted as high risk percutaneous cardiac insertion (hrpci) was implanted with an impella cp device. The study case stated the patient endured a bloodstream infection of mrsa with possible entrance via long procedure implanting the impella and pci for several lesions. The patient was hospitalized due to dyspnea and deterioration of general condition. Medication was required. The patient was reported to be stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿.